Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reasons. During the procedure he existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. It was further reported that the patient had a non-working ipp due to reservoir being removed at time of prostatectomy. There were no device malfunctions associated with the explanted device. The patient was said to be uncomplicated after the procedure.